Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer stated that he was out of the country and his insulin pump failed and alarmed no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.